Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that all the keypad buttons were under responsive to user presses. It was also noted that there was moisture located in the cartridge compartment as well as behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015.device evaluation: the device has been returned and evaluated by product analysis on 09/30/2015 with the following findings: during investigation, there was no damage observed to the keypad. All the buttons were responsive to user presses. There was moisture present in the display lens. A leak test was performed and indicated three leaks along the display lens. The device was opened and there was moisture ingress